Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the instument did not staple and a component disengaged into the pt's cavity. Bleeding occurred and the hosp has reported no pt injury occurred.